Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor, parkinson's dual, and movement disorders. It was reported they had some standing water and they were pumping water when the patient felt a shock. They had the electrical cord in his hand when he felt the shock. Since the shock, he was feeling lightheaded and his head was "spinning". They checked their devices with the patient programmer (pp) and they both showed on and ok. Further follow-up is being conducted to determine what troubleshooting/actions/interventions were taken to resolve the issue, where the shock was felt in relation to the patient's body, and if their issues had resolved. Please see manufacturer report #3004209178-2016-00762 for information on the patient's concomitant system.